Event description:
According to the reporter: the suture is breaking at the point of needle and suture joint.

Manufacturer narrative:
(B)(4). This incident was reviewed based on new information received (B)(4) 2013 and determined to a reportable malfunction.